Manufacturer narrative:
Based on the photographic evidence provided, the side rails damage was most likely caused by the collision of the side rail panels with the width extension frames. In the analyzed case, the width extensions in the foot end section of the bed were extended, the width extensions in the seat section of the bed were not extended. The citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. When one section is extended but not the other, and when the side panel is in use, the side panel may hit one of the sections causing damage. According to citadel plus instruction for use (IFU, 831.374 rev. B) ¿make sure that all eight width extensions are extended. Using the bed without all extensions in the same position may cause damage to the bed as well as create an unsafe condition.¿ IFU also includes information: the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. Sum up, it has been determined that the side rails became damaged due to collision with the width extensions. The side rails were damaged, therefore the arjo device did not meet specification. No patient was involved when the bed malfunction was detected. The complaint was assessed as reportable due to the detachment of the side rails. No injury occurred.

Event description:
The inspection of the citadel plus bed frame conducted by the arjo field service technician revealed the two detached side rails (left and right). No patient was involved at that time. No injury was claimed.